Manufacturer narrative:
(B)(4) the customer evaluated the ventilator and did not duplicate the reported issue.

Event description:
Report received that, during patient use, the ventilator stopped ventilating. The patient was removed from the ventilator and manually ventilated. No report received of harm to the patient.